Event description:
A customer observed non-reproducible biased results for multiple assays for a patient sample tested on the vitros 5.1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the biased results could not be reproduced. Precision tests or multiple assays acceptable results. A field engineer's inspection of the analyzer found no malfunction. Datalog file analysis did not identify any malfunction of the analyzer or the slides involved. Review of the sample handling procedures determined that the sample may not have been centrifuged properly, but the customer did not provide enough additional information to confirm. Datalogger evidence supports that the vitros slides and the vitros 5.1 fs analyzer were operating as intended. Though the event is most likely associated with improper sample processing, this was not definitely proven and the root cause of the event is unknown.